Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Fa found the primary failure of could not reproduce to be related to the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site were also identified. The force bipolar instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.049¿ offset at the tips. A common causes of the failure mode of the bent instrument grips -tips are typically attributed to the mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The force bipolar instrument was found to have a dislodged molded insulator at the distal end. The root cause is attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. A common causes of the failure mode corroded/contaminated instrument bearings are typically attributed to the mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the force bipolar instrument wouldn't open when inserted through a trocar into the patient. The instrument was removed from the patient and the scrub person was unable to open the instrument. A new bipolar instrument opened to replace the malfunctioning one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the force bipolar instrument was not in strong grip mode. The jaws of the instrument were not stuck on the tissue when the issue was identified. The customer did not attempt to use instrument release key (irk). The instrument was never able to open in order to grasp tissue. It was only inserted into the trocar and removed from the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per the review, the force bipolar instrument (part # 471405-06 / k10220711 0071) was last used on (B)(6) 2022 on system (B)(4)during inguinal hernia-unilateral procedure. The force bipolar instrument has 9 uses remaining after last use. This complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument failed to open the jaws. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.